Event description:
It was reported that pocket erosion and infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012; 693565 implantable tachy lead, implanted: (B)(6) 2012; 5076-52 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).